Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. A tactile and visual examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. There were various hypotube kinks. The tip showed slight damage. The unit was returned with different stent protector. There was slight stent damage, a strut on the first proximal row was raised. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a crossing difficulties occurred. The 80% stenosed 26mm x 3mm target lesion contained <= 45degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery. Following predilation, a 3.00x38mm promus element long drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.